Event description:
It was reported that the customer's pump screen was dark and wouldn¿t turn on, and there was also a pixel issue on the pump display affecting interaction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support instructed the customer on troubleshooting steps, provided storage instructions for the pump, and advised on the process for returning the faulty pump. The customer was sent a replacement pump, and they were informed to use multiple daily injections (mdi) as a temporary backup therapy to maintain insulin delivery.